Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had connection problems with 180 series endoscopes and no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that no image occurred due to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for an unspecified procedure. There was no delay, and the procedure was completed using a similar device.